Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 136 and 24 mg/dl. Tests were done within 10 minutes. "The precision was back to back from finger to arm and the difference was 24%." Pt did not experience any adverse events. No further info has been reported